Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. The clinical representative moved forward with the procedure despite the expiration date and (B)(4) was opened to investigate expired product being implanted. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of implanting an expired product is due to the clinical representative providing the implanting clinician with an expired trial neurostimulator (user error - clinical representative). Refer to (B)(4) for investigation details, including risk assessment of implanting an expired stimulator.

Event description:
Expired neurostimulators were used during a trial implant procedure. The product expired on july 1, 2024 and the devices were implanted on (B)(6) 2024. The leads were pulled as expected, the patient is doing very well, and reported a positive experience throughout the trial process with 75-80% pain relief. The patient will be moving forward with a permanent implant procedure.